Event description:
Patient presented to the physician with an infection at the ipg site. Physician prescribed antibiotics. Patient presented back to the physician with infection. Physician brought the patient into the or and removed the inspire system.